Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 75% stenosed mid left circumflex artery. Pre-dilatation was performed with an unspecified balloon catheter. A 2.5 x 18 mm delivery system was advanced to the lesion without resistance; however, the balloon could not be inflated. The device was removed and another 2.5 x 18 mm delivery system was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.